Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with cystocele and stress urinary incontinence (sui) and was implanted with an advantage sling device was on (B)(6) 2013. According to the complainant, the patient underwent a mesh revision and obtryx mesh implantation on (B)(6) 2015 due to a diagnosis of sui, rectocele, and anal incontinence. Boston scientific has been unable to obtain additional information regarding the event to date.